Event description:
The procedure was to treat the right renal. The lesion was pre-dilated, a stent was deployed, and the stent delivery system was removed. An attempt was made to remove the guide wire, but the tip snagged on a stent strut and it could not be retracted. A diagnostic catheter was advanced through the guiding catheter and was able to successfully remove the guide wire. There were no pt effects reported.